Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to available information, there were no problems experienced with the insertion of the edi catheter and it was properly positioned at 13 cm at the gum on (B)(6) 2024. The position was checked via the placement screen and depth was confirmed per charting as well. On (B)(6) 2024, an x-ray examination showed proper placement. The depth of 13 cm was confirmed per the charting. On (B)(6) 2024, the edi catheter was advanced to 15 cm. There is no documentation that explains why it was advanced and no screen shots of the placement screen were available from this date. On (B)(6) 2024, the edi catheter was changed per the 5-day requirement and a second edi catheter was positioned at 15 cm. There is no information how the position was checked. During the night between (B)(6) 2024, the patient showed signs of bradycardia and desaturation. In the morning of (B)(6) 2024, an x-ray examination was performed, and it was discovered that the edi catheter was mispositioned. The edi catheter was withdrawn over 1 cm and a lateral x-ray examination was conducted which noted free air. A perforation of the bowel was confirmed, which then required surgery. A panel screenshot and ventilator logs were provided for review. The panel screenshot was taken on (B)(6) 2024 at 2:43 pm, which is most likely during placement of the first edi catheter and start of nava ventilation. It shows parameter settings and a proper edi catheter positioning with a confirmed insertion distance of 13 cm. In the event log, there is no registered start of ventilation and due to continuous use, the registrations up until (B)(6) 2024 has been overwritten. On (B)(6) 2024 at 5:22 pm, there are two generated alarms for edi signal invalid (backup ventilation is active due to invalid edi signal.). There are also recurrent alarms for etco2 high and respiratory rate low throughout the ventilation. If these alarms are due to the reported gastric perforation cannot be determined. On (B)(6) 2024 at 8:42 pm ventilation mode was changed to simv (pc) + ps. There is no information why nava was ended, and conventional ventilation was started. At this time and onwards the edi catheter was used as a regular nasogastric feeding tube. From start of ventilation in simv (pc) + ps mode up until (B)(6) 2024, there are several generated alarms for apnea and several changes of the o2 concentration. If these apnea alarms are due to the reported gastric perforation cannot be determined. On (B)(6) 2024 at 2:03 am and onwards there are occasions of alarms for patient circuit disconnected and check tubing and is most likely due to the treatment of the patient when the perforation was discovered. The edi catheter has not been in use but is disconnected from the ventilator together with the edi module at 3:10 pm. The ventilator is finally set to standby at 4:13 pm on (B)(6) 2024. As a conclusion based on the provided information and ventilator logs, there are no indications that the edi catheter or the ventilator has malfunctioned in any way. Although the edi catheter has not been returned, the provided clinical information and the log investigation shows that the cause of the reported gastric perforation cannot be anything other than the advancement of the edi catheter on (B)(6) 2024 and the subsequent edi catheter positioned at the same distance on (B)(6) 2024.

Event description:
It was reported that a patient that was on ventilatory therapy with nava (neurally adjusted ventilatory assist) mode of ventilation. The patient begun experiencing bradycardia and desaturation. An x-ray examination was performed, and it was discovered that the edi catheter was mispositioned. The edi catheter was withdrawn, and a lateral x-ray examination was conducted which noted free air and a gastric perforation was confirmed. The patient underwent surgery, and the perforated bowl was repaired. The patient remained on conventional ventilation in stable condition. Manufacturer¿s ref #: (B)(4).